Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported plunger error occurred during us with a syringe 50ml ll precise. The following information was provided by the initial reporter, "during use of product it stuck and it was not moving so easily, for the reason in syringe pump give alarm. 300 occurrences were reported.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found.

Event description:
It was reported plunger error occurred during us with a syringe 50ml ll precise. The following information was provided by the initial reporter, "during use of product it stuck and it was not moving so easily, for the reason in syringe pump give alarm. 300 occurrences were reported.